Event description:
"It was reported that the patient experienced syncope and palpitations. It was also reported that the right ventricular (rv) lead exhibited low impedance." This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).